Event description:
It was reported that arctic sun device was giving erratic flows during functional check. It was determined that the device was improperly filled, causing flow issues. They would refill the device using the correct procedure and call back if they had any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
Per investigational findings, bd has determined that this MDR as not reportable as the reported event was confirmed as user related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that arctic sun device was giving erratic flows during functional check. It was determined that the device was improperly filled, causing flow issues. They would refill the device using the correct procedure and call back if they had any issues.